Event description:
It was reported through the crystal af study that the monitor had two falsely detected episodes of atrial fibrillation (af) due to oversensing of the t-wave. The af detection sensitivity was decreased and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.